Event description:
It was reported that a pt locally burned by the skin temperature sensor of the incubator.

Event description:
It was reported that a pt locally burned by the skin temperature sensor of the incubator.